Event description:
Information was received indicating that during use, a smiths medical cadd ms3 pump was running fast and notified of low volume before it should be out. No patient consequences were reported, and no adverse effects were reported.